Event description:
The customer's parent reported via phone call that customer's blood glucose went from 417 mg/dl down to 41 mg/dl. It was stated the customer's school nurse may have counted carbohydrates inaccurately. The customer's blood glucose was reportedly still low in the morning, in the 70 to 79 mg/dl range. The customer's parent declined to be transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.